Manufacturer narrative:
Tandem technical support followed up on (B)(6) 2016, the customer reported resuming use of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer experienced a high blood glucose. The customer's blood glucose (bg) was 600 mg/dl. However, the customer stated that their health care provided (hcp) believed that the pump may not be enough to manage bgs while on a steroid treatment. The customer was admitted in the hospital on (B)(6) 2016. The customer received intravenous insulin and released on (B)(6)2016.